Manufacturer narrative:
Since the initial report was filed, the investigation into the left ventricle perforation has concluded. The cause of the perforation was most likely the improper pump positioning. The pump was positioned during CPR being performed. The failure mode will be monitored and trended.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-00848 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The investigation into the left ventricular perforation has not completed. The product was discarded. Further clinical details on how the pump-to-patient interaction occurred are being sought. Should more details come that lead to root cause of the perforation, a final report will be filed.

Event description:
In 2017 a patient was enrolled in an abiomed registry. The patient had an impella cp placed for hemodynamic support of an acute myocardial infarction and cardiogenic shock. The patient's condition continued to deteriorate and she was observed in an echo to have a tamponade. There was a perforation to the left ventricle. The patient was taken to the operating suite for repair. Unfortunately, the patient expired. The perforation was discussed with the abiomed field representative afterwards and was told the pump was repositioned many times during CPR and the patient was in very poor condition prior to impella implant. No complaint was made against the impella pump. Years later, in march of 2021, the committee reviewed the case and the team determined the perforation may have been caused/contributed to by the use of impella.